Event description:
Reportedly, during pt use, the display showed "paw high", "paw low" and "disconnect" error messages with the led flashing simultaneously. However, there was no audible alarm. The pt was manually ventilated and transferred to another ventilator. There were no reported serious or negative pt consequences.

Manufacturer narrative:
(B)(4).